Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported failure, catheter error: end of failure (eol), could not be replicated. Testing of the device demonstrated that the catheter successfully delivered 100 pulses without any error messages. The cause of the myocardial infarction one day post-op could not be definitively determined with the information available. There is no indication that the eol error is related to the patient outcome. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
This event was reported to shockwave via the post market empower cad clinical study. A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the left anterior descending artery (lad). Multiple non-shockwave balloons were used to pre-dilate the vessel. After 70 ivl pulses were delivered at a max of 6 atm, the pulsing stopped and a catheter error: end of life (eol) appeared. The procedure was completed without the use of a second catheter. Two des stents were placed in the lad followed by post-dilatation with multiple non-shockwave balloon catheters. There was no patient sequalae reported. The patient was discharged a day after the index procedure. One day post-op, the patient experienced a non-q-wave myocardial infarction (mi). This event was adjudicated by the clinical events committee (cec) which confirmed the mi was attributable to the target vessel. The mi was reported to occur a day after the index procedure. The cec noted loss of a side branch and no new q waves. The patient's creatine kinase-mb (ck-mb) levels were greater than 5 times the upper limit of normal (uln), but less than 10 times the uln. It was determined that the mi was possibly related to the study device and definitely related to the procedure.